Manufacturer narrative:
Age at time of event: patient is 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 99% stenosed, target lesion was located in a moderately tortuous and moderately calcified below the knee artery. A 2.5mm x 40mm x 145cm coyote es balloon catheter was advanced for dilatation. However, during poba at nominal pressure, the balloon ruptured. The device was completed with a different device. There were no patient complications nor injuries reported.